Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer resolved the alarm by priming again. The customer also received multiple motor error during basal. Blood glucose the morning of the call was 335 mg/dl and 415 mg/dl at the time of the call. The customer stated that the drive support cap was normal and the insulin pump was not exposed to high magnetic fields. During troubleshooting, the customer was able to rewind. It was advised to discontinue the use of the insulin pump and to revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Analysis was unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify no delivery alarm due to motor error alarm. The insulin pump was received with normal operating currents and passed unexpected restart error test and self-test. Motor passed motor test. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.